Event description:
It was reported that on 2013 (B)(6), the patient had a seizure, altered mental status and low sodium and was admitted to the intensive care unit (ICU). On 2013 (B)(6), the reporter was contacted to interrogate the pump and check the current pump status and function. On 2013 (B)(6), the reporter was to present to the hospital to turn the pump dose down per the healthcare provider (hcp) request. The hospital stated that they had ruled everything out except for the pump as a cause of the seizures. The reporter was to contact basic home infusion (bhi) who last filled the pump on 2013 (B)(6) to confirm the drug concentration. The patient¿s next pump refill was due 2013 (B)(6). It was noted that the patient was in an electric wheelchair with full assist. The device system delivered lioresal 1724mcg/ml at 575.9mcg/day, morphine 1.8mg/ml at 0.6012mg/day, and bupivacaine 15mg/ml at 5.01mg/day. The pump had a flow rate of 0.334ml/day. It was later reported that the drug was compounded by bhi. The patient also experienced hyponatremia and difficulty breathing. The patient remained in the ICU and was currently intubated. Per the pump logs the daily dose was reduced by 20% on 2013 (B)(6). The current doses were lioresal 461.0mcg/day, morphine 0.4813mg/day and bupivacaine 4.011mg/day. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2007 (B)(6); product type catheter .(B)(4).